Event description:
Information received with return of the explanted device notes that the patient experienced symptomatic arrythmia since implant january 4, 2000. The symptoms worsened one month prior to replacement. Holter and EKG analysis revealed atrial and ventricular oversensing and under- sensing and the problem could not be resolved with programming. Therefore, the device was replaced.